Event description:
It was reported that a multi-day infusor leaked. The customer stated that "solution leaked and pooled inside the infusor housing while a patient was using the pump at home." The drug being administered was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This batch was manufactured from january 29, 2013 - january 30, 2013. The device was returned and is currently in the process of being evaluated. A batch review was conducted and it was found that during manufacturing, a leak was observed from the welded area of the volume indicator. Additional samples were tested and the lot passed the sampling acceptance criteria. Should additional relevant information become available, a supplemental report will be submitted.